Event description:
During a cardiac arrest (code) a pt was unable to be ventilated due to an ambu bag that could not be compressed. Examination of the device revealed duckbill valve (oneway) inside of head of bag was not perforated. Not allowing compression of bag or airflow to reach pt.